Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the coronary care unit for non-device related health issues. Review of the electrocardiogram revealed intermittent ventricular sensing and low r-wave measurements. The device was reprogrammed. The patient would be monitored.